Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had intended to use an introducer sheath and needle during a procedure. Rcfa access. No force was applied when inserting the device. Puncture needle tip broke and lodged in the subcutaneous tissue. The broken tip is left in-situ and could not be removed as the patient is currently on anti-platelets. Removal was offered to patient in consultation with the surgeons at a later date when if was safe to taper down the dose of antiplatelet. Patient has been discharged.

Manufacturer narrative:
It was confirmed that at a later date, secondary intervention was conducted and needle was removed successfully. Patient codes : review of still images received: the images provided by the customer, confirms the needle is consistent with the puncture needle in our medtronic input introducer kits. The puncture needle bent in half and missing the distal tip portion. Reportedly the bend was intentional occurring after the case during disposal per hospital procedure. On review of the images it appears that approximately 1.5 - 2cm of the distal tip of the needle is broke off and remained in the patient. The sheath of the introducer that does not appear to align with the geometry of the medtronic product reported. An image shows a clear plastic piece on the distal side of what appears to be the introducer hub. This is not consistent with a medtronic 11cm 7f input ts introducer.